Event description:
I use the medtronic 670g insulin pump the battery cap in the pump consists of a plastic cap and metal contact that work together with the battery to power the pump I have been having high glucose level from 400 to 600 because my metal cap was not working and I was not received insulin I received a urgent medical device correction letter from medtronic by ups in (B)(6) 2023. Medtronic send me a urgent medical device correction letter by ups in (B)(6) 2023 and I received it in (B)(6) 2023.